Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirts insulin during priming. The customer¿s blood glucose was unknown. Customer stated that parts of the ring in reservoir area had chipped off and insulin pump had diminished battery life, failed battery test and random unexplained no delivery alerts. Customer stated that they had to rewind multiple times to finish process a few times. The device will not be returned for analysis.